Event description:
Vega found the MDR report on the FDA website as attachment 1 MDR no.:2428983-2014-00003. MDR report contents[?]end user stated that she was using her 5710 nebulizer when she noticed that the towel that she has between the unit and her table was on fire. She also claims that she saw flames coming from the back of the unit. She used some water that she had sitting close to her to extinguish the fire. No injury was associated with this product malfunction. Ng q'ty: (B)(4) pcs.